Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the capsular bag tore during lens insertion into the patient's right eye. The lens began to fall into the vitreous. The lens was removed and replaced with another model lens. The patient's current status is "good".

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.